Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# unknown implanted: (B)(6) 2026: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturing representative via trial patient who was using an external neurostimulator (ens) for urgency frequency. It was unknown when the trial was initiated. It was reported that technical service representative (tsr) was covering on (B)(6) 2026 and the patient had a medical event while on the table at the end of the procedure. They were unsure if this was related to the device but wanted to document it as the patient was taken to the emergency room (ER) and unknown if the trial device would be turned on. It was unknown if the issue was resolved. The patient was hospitalized and taken to emergency room. Additional information was received on (B)(6) 2026. The trial began on (B)(6) 2026. The patient was experiencing high blood pressure/low oxygen. The issue was resolved. The patient was hospitalized. Patient was rushed to the emergency room and stayed in the hospital overnight. When the lead wires were put in on the (B)(6) 2026, they had an issue with their blood pressure that went over 200, their oxygen went below 80 hence the therapy was not activated. Patient was rushed to the emergency room and stayed in the hospital overnight.